Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
The thread is broken, but it was still on the rod [device breakage] the product was not sealed [product container seal issue] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via email that the tampon thread was broken. No injury reported.

Event description:
The thread is broken, but it was still on the rod [device breakage] the product was not sealed [product container seal issue] case narrative: consumer reported via email that the tampon thread was broken. No injury reported.

Manufacturer narrative:
Product investigation is in progress.